Event description:
It was reported that the patient had a myocardial infarction (mi) on (B)(6) 2014 and had a refill scheduled for the pump in (B)(6) 2014 and did not get to that appointment. On (B)(6) 2014 the patient heard the pump alarming and saw a health care professional (hcp) on (B)(6) 2014 and found the empty pump reservoir alarm occurring. The patient¿s pump was refilled with preservative free normal saline (pfns) at that time. On (B)(6) 2014, the patient developed sudden onset of withdrawal symptoms body aches, no appetite, hot and cold feeling, nauseated and increased pain. On the day of report, (B)(6) 2014 the patient came back to the office for a refill of the pump with morphine. Prior to the myocardial infarction (mi) they had been trying to arrange a cap dye study because the patient felt they were not getting pain relief. The pump was used to infuse an unknown drug at the time of event. Additional information received reported that patient was taking norco at the time of the event. The patient chose to have their pump weaned down and was in the process of decreasing the patient¿s dose.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was later reported that the pump was used to infuse morphine at the time of the event.